Event description:
An allergan practice development manager reported for treatment provider a patient treated to the inner thigh with cooladvantage flat and experienced vasovagal response, seizure, slumping over, urinating on herself, convulsing and flailing, making distinct noises, eyes wide open and dilated. The patient was taken to the hospital for evaluation.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Vasovagal response is the body's response to triggers that over-stimulate the vagus nerve, which in terms causes vasodilatation and bradycardia. Typical triggers include pain, trauma, sudden positional change, stress, etc. From our database, vasovagal responses have been reported with both abdomen and flank treatments, as well as 6.0 and 8.0 applicators. It appears to be more related to the individual response. Common practice in the prevention and management of the vasovagal reaction can also be used in taking care of patients who develop vasovagal symptoms during coolsculpting, including removal of source of trauma (stopping treatment), having patient lie down, cool towel, etc. It is advisable that the staff stay in the room during the first 5 ¿ 10 minutes of the treatment until the patient become accustomed to the treatment and is stable. It is known that vasovagal responses are transient and resolve spontaneously within several minutes. Investigation is ongoing.

Manufacturer narrative:
Corrected data: d1, d8, d9, g1, g4.

Event description:
An allergan practice development manager reported for treatment provider a patient treated to the inner thigh with cooladvantage flat and experienced vasovagal response, seizure, slumping over, urinating on herself, convulsing and flailing, making distinct noises, eyes wide open and dilated. The patient was taken to the hospital for evaluation.